Event description:
Additional information received also noted that the patient was experiencing syncopal episodes prior to procedure.

Event description:
It was reported that the patient presented to in clinic follow up with arrythmia. It was discovered that the right ventricular (rv) lead exhibited high capture thresholds, was oversensing noise, and had a spike in pacing impedance. Oversensing lead to pacing inhibition. Fracture was suspected, but unable to be verified. The lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.